Event description:
It was reported that arctic sun device had the leakage of liquid. Per sample evaluation results on 15feb2024, it was reported that the arctic sun device had abnormal noise from chiller. Unable to fill the tank due to missing o-rings. Chiller pump failed during calibration.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Arctic sun device had abnormal noise from chiller. Replaced chiller. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.